Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on the pt . The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
Puritan bennet was not authorized to repair the unit . The customer reported to have repaired the unit and perform final testing.